Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net. Interrogation showed inappropriately exiting its mode switch procedure when atrial tachycardia was occurring. Programming changes were made. Patient was stable throughout.